Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a complete set change. Customer is not able to troubleshoot at time of call because unable to determine the cause of the issue. The customer is returning the product at her request.